Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-01180. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads had multiple contacts with high impedances. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient's leads migrated. The issue was confirmed via x-rays. In turn, surgical intervention occurred wherein the leads were explanted and replaced to address the issue.